Event description:
Philips received a complaint on the heartstart mrx als monitor defibrillator indicating that the etco2 calibration expired. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. It was determined that etco2 calibration was required. This calibration was subsequently performed, restoring the device to full functionality. Based on the available information and the testing conducted, the cause of the reported problem was an expired etco2 calibration. The fse completed etco2 calibration to resolve the issue.